Event description:
It was reported that this patient with a pacemaker system has two epicardial leads placed in the right ventricular (rv), in which they were plugged into the right atrial (ra) and rv ports of the device. It was noted there was no adapter being used for these leads. Additionally, there was observation of noise with possible oversensing. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Inspection of the header noted the lead tip was stuck in the right atrial (ra) port. The lead tip was then removed, and testing was performed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient with a pacemaker system has two epicardial leads placed in the right ventricular (rv), in which they were plugged into the right atrial (ra) and rv ports of the device. It was noted there was no adapter being used for these leads. Additionally, there was observation of noise with possible oversensing. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.